Event description:
Device 1 of 2. Please see mfg report # 1627487-2010-02886 for device 2. On (B)(6) 2010, the pt was implanted with an scs system. Since the procedure, the pt's mid-back incision site has not healed. The doctor believed the pt had a subcutaneous infection and prescribed oral and IV antibiotics. On (B)(6) 2010, sjm was informed that the pt's system was explanted due to the infection.

Manufacturer narrative:
The complaint regarding the infection can not be confirmed through lab testing, therefore no lab tests were performed. Eval, method: the device and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported infection could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.